Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was sent to melsungen for investigation. However, the device's history files were investigated. On 2025-09-25, a vtbi of 250ml and a time of 30 minutes were set. Due to these parameters, the flow rate was automatically set to 500ml/h. The therapy was started at 07:12am with a flow rate of 500ml/h. At 07:28am, the battery near empty alarm occurred. Subsequently, infusion rate was corrected, and the infusion was continued with the correct order using the same infusion pump. The infusion therapy was stopped at 07:32am. The defect could not be confirmed. The over infusion was caused by entering the wrong time due to vtbi setting. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "IV azithromycin 250 ml/hr was ordered by doctor. Nurse started infusion pump at 0709 hours running IV azithromycin at 500mls/hr instead. Error was discovered at 0729 hours. Subsequently, infusion rate was corrected and infusion was run at the correct order using the same infusion pump. "